Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing. During download history review, batt out limit alerts on 09/13/2025 17:50:18 until 09/13/2025 19:02:21. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file on 09/13/2025 17:10:19.000 until 09/13/2025 18:53:47.000. Pump was cut open to perform visual inspection and found moisture damage on the keypad assembly, motor, pcba 2 and pcba 1. P-cap was attached and locked into place properly. The following were noted during inspection: battery tube threads - cracked, cracked case-corner of belt clip rails and scratched case. Device heating up and blank display were not confirmed. Stuck button alarm did not occur during testing, however, stuck button alarms were found in the history file due to moisture damage on keypad assembly. Exposed to moisture confirmed on keypad traces, motor, pcba 2 and pcba 1. Cosmetic damage at the battery compartment side was not confirmed, however, other cosmetic damages were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was overheating, stuck button alarm and blank display. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. The customer reported a crack on the battery compartment side. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested, and the customer response was the device will be returned.